Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an episode of non-sustained right ventricular oversensing and further, that far p-wave oversensing resulted in an episode of ventricular fibrillation. The patient received antitachycardia pacing atp due to oversensing. The patient was brought in clinic; noise could not be reproduced with isometric testing. X-rays did not reveal any lead damage. Programming changes were made. It was noted that the patient continued to have far p-wave oversensing and additional programming changes were made. On (B)(6) 2017, it was noted far p-wave oversensing continued. Review of the x-rays suggested an absence of slack on both the right ventricular and right atrial leads which might have caused the oversensing. On (B)(6) 2017, the therapies were turned-off pending lead revision. On (B)(6) 2017, the patient¿s right ventricular lead was explanted and replaced and the patient¿s right atrial lead was given an additional slack. The patient was stable both throughout and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.